Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted post operatively due to leakage. Reportedly, the device was an aortic heart valve; however, the specific model and serial number are unk. No other details were provided.